Manufacturer narrative:
Patient information not available for reporting. Date of device breakage is not known. This report is for an unknown tfn nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2017, exact date is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter telephone not available for reporting. Initial reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient was implanted with a trochanteric fixation nail (tfn) nail, helical blade, and lag screw in (B)(6) 2017. On unknown date it was determined that the tfn nail was broken at the point where the lag screw passes the nail. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to another tfn nail and helical blade. Concomitant devices reported: helical blade (part number unknown, lot number unknown, quantity 1), lag screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown tfn nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Manufacturing location: monument. Manufacturing date: 12-sep-2016. Part number: 456.422, 11mm/130 deg ti cann troch fixation nail 420mm/right, lot number: h189743 (non-sterile). Lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns054649 rev c met all inspection acceptance criteria. Packaging label log, lppf, lmd/lpf rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part number: 456.314.3 lock driver tfn, bp 55, lot number: h091655. Lot quantity: 200. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final, 456fi314-3 rev h met all inspection acceptance criteria. Part number: 456.315.2 130 degree lock prong tfn, bp 55, lot number: h181195. Lot quantity: 63. Work order traveler met all inspection acceptance criteria. Inspection sheet ns043861 rev h met all inspection acceptance criteria. Par number: 21069, tialnbri18.00, bp 80, lot number: 9868403. Lot quantity: 4,431 lbs. Certificate of test received from ati specialty materials dated 10-jul-2015 was reviewed and determined to be conforming. Lot summary report dated 29-jul-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition customer quality conducted an investigation of the returned device. Background: a broken tfn nail (titanium trochanteric fixation nail system) was reported. Implanted in oct 2017 and was revised to a second tfn with blade. The nail failed at the point where the lag screw passes the nail. The revision was completed ¿ follow up will determine the long term success of the revision device evaluation: investigation flow: broken and damage: visual (appearance not as expected) visual inspection: the tfn nail was received with a roughly transverse break through the proximal locking hole which mates with the tfna head element. Deformation was observed around the hole and bending of the locking tab of the locking mechanism was observed. Additionally, scraping was observed on the inner and outer surfaces of the nail at the break and in the proximal threads which would connect with the mating connecting screw. The balance of the device shows surface wear consistent with implant and explant and which would not impact the functionality. The fracture site was examined and no material voids or irregularities were identified. Thus, it was determined that the received condition does agree with the complaint description and the complaint condition is confirmed. The circumstances at the time of the issue and over the implant duration are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse, etc.) Impacted the complaint condition. Document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. 11mm trochanteric fixation nail, cannulated. 11mm tfn nail body, right, trochanteric fixation nail (component): lock 130, trochanteric fixation nail (component): during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: inspection of locking hole could not be conducted due to the post manufacturing deformation. The outer diameter adjacent to the break measured 17.07mm (proximal side) and 17.06mm (distal side) which are within the specification of 17.05mm +/-0.05 per drawing. Measured using calipers. The inner diameter distal to the break measured 10.71mm which is within the specification of 10.7mm +0.1/-0 per drawing. Measured using gage pins. The locking mechanism was advanced in order to inspect the locking tab component. The thickness of the tab portion of the locking mechanism measured 0.70mm which is within the specification of 0.7mm +0.1/-0 per drawing. Measured using calipers. Device history record review/material review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Certificate of test received from ati specialty materials dated 10-jul-2015 was reviewed for material part number: 21069, tialnbri18.00, bp 80, lot number: 9868403 lot quantity: 4,431 lbs. And determined to be conforming. Lot summary report dated 29-jul-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. Patient factors, including bone density, post-operative forces over the implant duration (oct-2017 to on (B)(6) 2018), and the surgical technique are unknown. Information regarding the recommended surgical technique is provided in the tfn ¿ titanium trochanteric fixation nail system technique guide. Risk assessment review: the proximal femoral nailing implants - core dossier design and clinical risk management (dcrm) document was reviewed and found to adequately address the complaint condition. Conclusion: the complaint condition is confirmed as the nail was received with a roughly transverse break through the proximal locking hole. No design or manufacturing defect or deficiency was observed during the investigation. The risk assessment was found to adequately address the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5, d1, d4, g1, g5, h4: additional information provided d2: additional procode: hwc h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. H11 corrected data: d10 h3 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfn helical blade (part: unknown, lot: unknown, quantity: 1) 5.0mm titanium (ti) locking screw w/t25 stardrive 54mm for intramedullary (im) nails (part: 04.005.544, lot: l133920, quantity: 1) 11.0mm ti tfn screw 100mm ¿ sterile (part: 04.032.100s, lot: h440480, quantity: 1) 5.0mm ti locking screw w/t25 stardrive 42mm for im nails (part: 04.005.532, lot: unknown, quantity: 1) 5.0mm ti locking screw w/t25 stardrive 44mm for im nails (part: 04.005.534, lot: l904793, quantity: 1) this report is for a 11mm/130 deg ti cannulated trochanteric fixation nail 420mm/right.